Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information and the review conducted at the boston scientific site. The device was discarded of therefore the reported event cannot be confirmed and it is not possible to determine if there is any damage present along the device. It is most likely that anatomical factors (moderate tortuosity and severe calcification) which contributed to the balloon material to rupture.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem, and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.